Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected shutdown issue was verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged unresponsive touchscreen issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. Additionally, it was reported that the pump touch screen was unresponsive. Customer's blood glucose level was 380 mg/dl. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained. Reportedly, the customer reverted to manual injections for insulin therapy.